Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was sticking. Customer's blood glucose level was 400 mg/dl. Customer pressed the wake button multiple times and applied more force to the button to resolve the issue. The customer continued to use the pump for insulin therapy.